Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d9; h2; h3; h6. Visual inspection confirms that the tip of the needle is fractured. It is unknown whether all pieces are returned. The overall length cannot be checked due to the fracture, and during use, the nitinol bends. Item and lot numbers are not confirmed as they are not etched on the part. The over-molded plastic is visually conforming to the print. The reported event can be confirmed as the device was returned and needle is fractured. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the tip of needle was fractured during use. So, the surgeon looked for the fractured piece of needle, and he could remove that from the patient's body finally. It took about 1 hour to remove the fractured piece of needle from the patient's body. Attempts have been made and additional information on the reported event is unavailable at this time.